Event description:
Pt used device during surgical procedure. Blood was collected and when it came time to re-infuse, the blood reinfusion part was noted not to be encased in its protective vinyl sheath. Blood was not reinfused.